Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that there was also evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, moisture was visible through the display lens. The display screen was found to be blank due to moisture in the pump. No moisture corrosion visible in the battery compartment. Testing revealed a leak at the audio bolus button. The pump cover was removed and moisture corrosion was visible on internal components. Unrelated to the complaint, the audio bolus button was found to be inoperable. The audio bolus button and slug were missing.